Manufacturer narrative:
Correction to g2: healthcare professional incorrectly selected. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause of the image not being displayed was attributed to a faulty cable. It is probable the cable failed due to a cut. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Initial reporter name and address: (B)(6). The device was returned to olympus for evaluation, the customer allegation was confirmed. It was determined that the problem was due to intermittent and disturbed image. The image disappears / darkens, and the visual field is suddenly lost, due to a faulty cable (break / about to break / short-circuit). Further investigating identified, oxidized coupler. Due to the malfunction of image functionality, the white balance could not be properly adjusted, causing error message e311 was displayed on the monitor during testing. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the facility.

Event description:
The customer reported to olympus, that there was false contact at the cable, and there was not image on the hd autoclavable camera head. There were no reports of patient harm associated with this event.